Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mid-shaft femur repair while using a foot clamp, to assist with the placement of the plate, the foot clamp broke in two while the surgeon was inserting the last screw. The reporter further explained that all other screws had been placed through the plate and as the last screw was being placed near the foot clamp a "click" was heard and the foot clamp was noted to have broken in half. As the plate was already positioned properly, inserted and secured no additional device or medical intervention was required to complete implanting of the plate. Additionally, there were no surgical delays or impact to the patient. The surgeon used the foot clamp handle to remove the broken device. All fragments were easily removed. Patient status reported as fine; the procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the clamping foot was received in two pieces. It is most probable that accumulated wear and excessive lever forces on the plate or device itself, caused by the method of use/handling over the device¿s over six (6) year lifetime, resulted in the fatigue and eventually fracture of the device. However, since the specific circumstances at the time of the break are unknown the root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A device history record (DHR) review was performed for the returned device. It was found to have been manufactured in (B)(4) in july, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Per the technique guide, this device is intended for use in holding plates for minimally invasive plating procedures. It assembles with the plate holder (part number 328.040) and a connecting screw (part number 328.044). There are three options for the foot plate (part numbers 325.041, 328.041, and 328.042) based on the width of the plate (3.5mm, narrow 4.5mm, or broad 4.5mm). The clamping foot was received in two pieces. The break is roughly transverse and located on one side of the device at the transition of the 9mm cylinder to the distal portion. The foot on that side is no longer connected to the device. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The balance of the device is in working condition. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. It is most probable that accumulated wear and excessive lever forces on the plate or device itself, caused by the method of use/handling over the device¿s over 6 year lifetime, resulted in the fatigue and eventually fracture of the device. When properly assembled to the plate holder the location of the break is located within the plate holder and therefore supported. However, since the specific circumstances at the time of the break are unknown the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.